Manufacturer narrative:
The ge rep found ps3 power supply defective. He removed and replaced ps3 power supply. He tested same by moving c-arm up and down after 8 completed boot-ups with no problems. C-arm functions as intended, with no errors or problems.

Event description:
The customer reported the unit will not go up and down. No injuries were reported.